Manufacturer narrative:
(B)(4). Date sent: 1/27/2020. H2: additional information received from affiliate: "I personally spoke with the professor (telephone) today. He does not believe that the fixation method contributed to the seroma rate more than what can be expected. In addition, it needs to be mentioned that not fixating hernia meshes in the tapp technique might be safe and effective in small inguinal hernias but it is definitely off-label per the IFU of the mesh manufacturing companies."

Manufacturer narrative:
(B)(4). Date sent: 1/7/2020. Batch # unk date of event: publication year for the journal article is 2018. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
It was reported that during review of a journal article, title: seroma following transabdominal preperitoneal patch plasty (tapp): incidence, risk factors, and preventive measures. Author(s): f. Köckerling, r. Bittner, d. Adolf, r. Fortelny, h. Niebuhr, f. Mayer, c. Schug-pass. Citation: surgical endoscopy (2018) 32:2222¿2231 / https://doi.org/10.1007/s00464-017-5912-3. The purpose of this prospective study was to discuss influencing factors for seroma formation in male patients after tapp repair. From sep 01, 2009 to sep 01, 2015, 20,000 male patients with primary unilateral inguinal hernia underwent tapp repair. The patients were divided into three groups: without mesh fixation (n=8799, median age 55.0 ± 15.6 years, mean bmi 25.9 ± 3.3 kg/m2); using tacks for fixation (n=6387, median age 58.8 ± 14.7 years, mean bmi 26.0 ± 3.4 kg/m2); and patients with glue fixation (n=4818, median age 56.4 ± 15.0 years, mean bmi 25.8 ± 3.4 kg/m2). During the procedure, the patients used other meshes, prolene mesh (n=465) or ultrapro mesh (n=5021). For fixation, those who utililzed tacks included other tacks, ems stapler (n=1299) or securestrap (n=328). And those who used glue included other glues or evicel (n=1607). Postoperative complications included bleeding (n=?), seroma (n=?), infection (n=?), and wound healing disorders (n=?). In summary, it has been demonstrated that the seroma rate in male patients with tapp repair of primary unilateral inguinal hernia is negatively influenced by mesh fixation with tacks or glue. Non-mesh fixation was associated with the lowest seroma rate.